Manufacturer narrative:
(B)(4). The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a device check. However, interrogation was not possible, so a magnet reset was performed, which was successful. The device was then interrogated and found to be at end of life (eol) battery status. A charge time (CT) error code was displayed. Device data was submitted to technical services for review. It was noted the device had a remaining longevity of 58% at the device check in (B)(6) 2018. Eol was set in (B)(6) 2018. Premature battery depletion was confirmed; engineering review of the data determined the battery voltage was too low to support therapy and it was recommended to replace the device immediately. The physician was informed, and the patient was provided this information. The patient declined to be hospitalized, declined a life vest, and indicated a device replacement procedure could be performed after (B)(6). The patient was reminded of the risks, including that no therapy was available and death could result, but the patient accepted the risks and would not agree to a replacement procedure immediately. No adverse patient effects were reported.

Manufacturer narrative:
UDI: (B)(4); the device remains in service pending a replacement procedure. This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a device check. However, interrogation was not possible, so a magnet reset was performed, which was successful. The device was then interrogated and found to be at end of life (eol) battery status. A charge time (CT) error code was displayed. Device data was submitted to technical services for review. It was noted the device had a remaining longevity of 58% at the device check in february 2018. Eol was set in june 2018. Premature battery depletion was confirmed; engineering review of the data determined the battery voltage was too low to support therapy and it was recommended to replace the device immediately. The physician was informed, and the patient was provided this information. The patient declined to be hospitalized, declined a life vest, and indicated a device replacement procedure could be performed after september 15. The patient was reminded of the risks, including that no therapy was available and death could result, but the patient accepted the risks and would not agree to a replacement procedure immediately. No adverse patient effects were reported. The device was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4). The device remains in service pending a replacement procedure. This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated and analyzed. Visual inspection noted no anomalies. The device case was removed and the internal components and circuitry were inspected. Several of the solder joints on the internal circuitry were cracked, making intermittent connections. Additionally, it was noted that some contact was being made between internal leads and a liner where contact should not be made. The cracked solder joints and inappropriate internal contacts resulted in the premature battery depletion, error codes, and interrogation issues that were observed clinically. Review of our quality system confirmed this was not a patterned issue. Of note, this model device is no longer manufactured.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a device check. However, interrogation was not possible, so a magnet reset was performed, which was successful. The device was then interrogated and found to be at end of life (eol) battery status. A charge time (CT) error code was displayed. Device data was submitted to technical services for review. It was noted the device had a remaining longevity of 58% at the device check in february 2018. Eol was set in june 2018. Premature battery depletion was confirmed; engineering review of the data determined the battery voltage was too low to support therapy and it was recommended to replace the device immediately. The physician was informed, and the patient was provided this information. The patient declined to be hospitalized, declined a life vest, and indicated a device replacement procedure could be performed after september 15. The patient was reminded of the risks, including that no therapy was available and death could result, but the patient accepted the risks and would not agree to a replacement procedure immediately. No adverse patient effects were reported. The device was later explanted and replaced. No additional adverse patient effects were reported. ---